Event description:
It was reported that the clinic was unable to establish communication with the patient's device. The device was determined to be at end of service (eos). It was further reported that the device reached end of life (eol) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2008-(B)(6); 4194 implantable pacing lead 2008-(B)(6). (B)(4).